Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The x10 sets of acetabular reamers are now quite dull after being used in thousands of surgeries. This is an incredibly high volume hip account and we need to ensure the instruments are performing optimally for the surgeons so these will need to be replaced. No surgical delay.